Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence due to the device was not performing as expected. After removal of the device it was observed that the cuff was punctured. The aus was explanted and replaced. There were no additional patient complications reported.